Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. There was a typo in the adjustable settings for the software. Once this typo was corrected exams loaded properly.

Event description:
A medtronic representative reported that after the site attempted to load the CT scan, the 3d model was only showing a bone model and not skin. Adjusting the thresholding in the software did not help. The surgery was canceled and rescheduled for a few days later. Due to other health and lab issues, the rescheduled case did not take place.